Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110226 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). Believe false positives are occuring with the flowflex antigen test. Lot:# cov1110226, exp: (B)(6) 2022 .these were provided to me by my place of employment, minneapolis public schools. I first tested positive with them (B)(6) 2022, had minimal symptoms (slight runny nose, but I had just traveled by air across the country so easily could've been pollen, using n95 on plane for 5 hours, etc). I really became suspicious when I once again tested positive a month later, same batch of tests on (B)(6) 2023. I followed it immediately with a binax test which was negative. I repeated on monday: flowflex was positive; binax was negative. I then went for a pcr(polymerase chain reaction) on monday (B)(6) 2023, which just came back with negative results. I don't know how to explain it other than the flowflex are false positives. I am a school nurse and these are the tests we give out to families. If these tests are bad, we need to know. I've tried to research if this is happening with other flowflex tests, but only have seen the recall of the dark blue box, which this is not. MDR#: mw5114868.